Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log and found to be caused by a failed upstream sensor with cracks on the tail pins. The failed upstream sensor was replaced. Additional information: (B)(4).

Event description:
It was reported that a spectrum pump failed to detect an air in line during setup on a patient. The customer also stated that there was no patient injury. Any medical intervention is unknown. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.